Event description:
The cast cutter was returned to stryker instruments for evaluation due to allegedly overheating during testing or setup at the customer account. There was no patient involvement and no adverse consequences associated with the device.